Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported that the customer received refurbished insulin pumps 5 times and he has been admitted to hospital almost after every machine he received. They were hospitalized on (B)(6) 2017. The customer had diabetic ketoacidosis and high blood glucose. Their blood glucose at the time of the incident was over 700 mg/dl. They were released after a week but in less than 8-10 hours, they came back and stayed for another week. The customer was also hospitalized on (B)(6) 2017. They had a high blood glucose of over 600 mg/dl. It was reported that the customer received no delivery alarms with the refurbished insulin pumps. The insulin pump will not be returned for analysis.